Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the pacemaker was interrogated it was found in backup vvi mode due to low battery and normal functions could not be restored. Explant was planned however it was reported that patient had died. It is not known if the pacemaker was explanted ot not.